Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic esophageal malignant tumor surgery, the knife moved forward all the way but did not return to home position at the 1st firing. The knife reverse switch was used but did not work, so the manual override lever was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 10/15/2020 d4: batch #u5cu0x investigation summary the analysis found that one psee60a device was returned with no apparent damage and no reload present. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which lead to the device's inability to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.